Manufacturer narrative:
(B)(4). Batch #unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic left lateral lobectomy surgery, after fired with 2 ecr60b, noted some staples malformed with irregular shape. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.